Manufacturer narrative:
MFR ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the undetected 'upstream occlusion' alarm, which was not reproduced. This was confirmed during baxter's functionality testing of the device. The upstream sensor was calibrated to ensure proper functionality.

Event description:
During baxter's functionality testing of a spectrum pump, it failed to display the 'upstream occlusion' message when an occlusion was present. There was no pt involvement.